Event description:
It was reported the subject device exhibited no serial digital interface output signal. The issue occurred during inspection for use before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board failure. A definitive root cause for the customer reported malfunction could not be identified. Based on the results of the investigation, it is likely due to the failure of the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.